Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of felt chilly and peritonitis in a patient coincident with dianeal pd4 2.5% therapy. Dianeal therapy was ongoing. During a call with baxter vietnam technical services, the following was reported. On (B)(6) 2012, the patient felt chilly and also experienced peritonitis manifested by abdominal pain and slight cloudy effluent. The cause of peritonitis was not reported. On (B)(6) 2012, the patient was hospitalized for the events. On that same day, the patient was treated with cefazolin (1gram (gm), daily, intraperitoneally (ip) and fortum (1gm, daily, ip) for peritonitis. The patient was recovering. The event of peritonitis was unrelated to baxter products.

Manufacturer narrative:
(B)(4). Followup information ((B)(4) 2012): further information was received from a nurse. On (B)(4) 2012, the patient discontinued with cefazolin and fortum therapy. On that same day, the patient started treatment with tienam (1gram,daily, interperitoneum (ip)) and ciprofloxacin (200milligram, daily, ip) for peritonitis. On (B)(4) 2012, the patient stopped the treatment for peritonitis and was discharged from the hospital. The patient recovered from the peritonitis with culture positive for e.coli. The event was unrelated to baxter products.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This complaint for peritonitis -no malfunction or use error is not confirmed because the disposable set was not returned to baxter and the lot number was unknown. The cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.